Manufacturer narrative:
Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shopfloor paperwork for this batch shows that the product met its specifications. Taking into consideration the analysis conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context as the complaint is associated with a product that meets the bsc (boston scientific corporation) design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure the performance was limited.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the non-tortuous left anterior descending (lad). The physician advanced the 3.00x28mm taxus express2 drug eluting stent to the lesion location, and inflated it one time to 13 atms. The stent was successfully deployed, however, upon attempting to remove the delivery system, the physician felt that the stent balloon stuck to the non-bsc wire, causing the wire to "drag" or "pull back" with the balloon. The physician lost the wire position but the patient was fine and the procedure was completed successfully. No patient complications were reported and the patient condition is listed as fine.